Event description:
It was reported that a temperature alarm triggered on the customer's pump while it was charging, but the customer was using non-tandem charging supplies. There was no available information about the impact on the customer's blood glucose level, as the caller declined to provide this information. The customer was unable to clear the alarm and resume insulin delivery, so customer technical support arranged for a replacement pump to be sent along with official tandem charging supplies. The customer was advised to use multiple daily injections (mdi) as a backup therapy and instructed to return the faulty pump using a pre-paid label after putting it into storage mode.